Manufacturer narrative:
(B)(4). The device failed the homechoice return instrument test / evaluation (rite) functional test for electrical earth leakage current test. The product analysis lab evaluated the device. An internal inspection revealed fluid was present inside the bottle assembly and the pump, causing the pump to short and rendered inoperative. The cause was determined to be a shorted pump due to fluid ingress. A service history review revealed no previous service events were related to the failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the earth leakage current failed performance specification. The patient initially returned the hc cycler due to a system error 2044, which is being addressed in a separate complaint. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.